Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted, one in the cx and one in the lad. Approximately 7 months later the patient suffered mi of the lad and cx treated with hospitalization and nitroglycerin. The patient recovered. The investigator assessed the event as not related to the anti-platelet medication or the device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device.